Event description:
It was reported that the bottom section of the led on the external pulse generator was blank. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the encoder flex was out of specification, the battery release was contaminated, the battery contacts were compressed and the ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.